Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has multiple ams events and ra noise reversion caused by noise on the ra lead. The decision was made to monitor the patient. Lead remains implanted. Patient condition is fine.